Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.

Event description:
A consumer reported that his right eye had discharge and his left eye redness and swelling after using the solution. He stated he felt that the solution was the cause of an infection, but would not respond if he had seen a dr or provide any additional info. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would affect the product stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the product is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.